Manufacturer narrative:
Approximate age of device - 1 year, 7 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Evaluation of the submitted log file confirmed a pump stoppage event on (B)(6) 2017, however, a cause for the event could not be conclusively determined. The data recorded in the log file indicated that the pump stoppage occurred while the patient was connected to the power module. The heartmate ii left ventricular assist system's instructions for use (IFU) includes a section entitled ¿pump performance monitoring¿ under patient care and management that covers wear and tear to the percutaneous lead. The alarms and troubleshooting section of the patient handbook contains information regarding system controller alarms and the proper actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Review of the submitted system controller log file confirmed a low speed operation event and pump stoppage while the lvad system was connected to the power module. This could be caused by a short to shield within the percutaneous leads causing the speed to drop below the low speed limit. There were no signs of damage to any of the power cables or driveline. No additional information was provided.